Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 26-feb -2026, it was reported by an arthrex subsidiary employee via sems (B)(4) that an ar-9831 apollo probe is peeling off. This occurred during use in a case with no patient effect. The case was completed using another product with same part number.